Manufacturer narrative:
Upon completion of the investigation visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing has a bump mark from the cam mechanism this is due to the valve receiving some form of impact. This however could not be confirmed. A review of the history device records confirmed the valve product code 82-3162 with lot cgdc65, conformed to the specifications when released to stock on the 4th may 2006. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient received an MRI and the valve changed position. X-rays were difficult to read because the white radiopague dot appeared black, nevertheless, the valve appeared to be set at 170mm h20. Surgeon tried to reprogram to 120mmh20. I was with him, along with x-ray. He tried to reprogram for over one hour. X-ray confirmed that the shunt was not reprogramming. The vp revision was scheduled 48 hours later. On (B)(6) 2014, the shunt was explanted the distal and proximal valves were both patent, a new valve was implanted. Rep attempted to reprogram explanted valve post-op, but was unsuccessful. Full evaluation of explanted valve requested by surgeon.